Event description:
This spontaneous case was reported by a regulatory authority ((B)(6) and describes the occurrence of fallopian tube disorder ("uterine tube inverted") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the fallopian tube disorder outcome was unknown. The reporter provided no causality assessment for fallopian tube disorder with essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report, reported via health authority, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced fallopian tube disorder ("uterine tube inverted"). A total hysterectomy was performed. The reporter provided no assessment of the causal relationship between fallopian tube disorder and essure. Fallopian tube disorder is serious due to its medical significance and it is unanticipated in essure's reference safety information. In this case only scarce information was provided. An inversion of the fallopian tubes cannot exactly be explained but might be interpreted as torsion of the tubes or retroverted uterus. It is not known whether the event started after essure insertion or if it was a preexisting condition. Nevertheless, regarding it was reported in connection with essure and in lack of an alternative explanation, fallopian tube disorder is formerly regarded as related to essure use. This case was regarded as incident since surgical intervention was required. A product technical analysis is being sought. Further information cannot be requested.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: r1707020) on 03-may-2017. The most recent information was received on 21-jun-2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of fallopian tube disorder ("uterine tube inverted") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the fallopian tube disorder outcome was unknown. The reporter provided no causality assessment for fallopian tube disorder with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 23-jun-2017 for the following meddra preferred term: fallopian tube disorder. The analysis in the global safety database revealed 19 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-jun-2017: quality safety evaluation of ptc. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.